Event description:
It was reported that the patient came in for an MRI and claimed the stimulator was off and not working. The patient was upset they were unable to get an MRI. The manufacturer¿s representative (rep) later reported there was a possible problem with the implantable neurostimulator (ins). A telemetry issue was reported. An implantable neurostimulator (ins) overdischarge was suspected. The patient later reported she had not used her ins since june, meaning that she had not had it turned or recharged since that time. The patient was in the ER and needed an MRI but couldn¿t have one because she lost her patient programmer (pp) and could not prove she was in MRI safe mode. The patient ended up having a CT which showed a lot of bad things in her back, and she needed surgery, and a pp to go into MRI mode because the reps. Couldn¿t meet her to do that with their ¿wand.¿ the patient stated she might have surgery next week. It was noted the rep. Went to the ER but because the ins was completely dead he couldn¿t help. It was reviewed that in order for the ins to go into MRI safe mode it would need to be recharged first, and if it was in overdischarge the patient may not be able to recharge on her own and would need help from their healthcare provider (hcp) or rep. It was reviewed that if the patient continued to see the reposition antenna screen when trying to charge the ins this could indicate overdischarge. The patient asked if it would be ¿safe¿ for her to recharge the ins because ¿it felt like it was electrocuting me, and the hcp said it was something with the muscles; it¿s not actually electrocuting me, it just feels that way.¿ the patient also described the feeling as ¿shocking¿ her, which even happened after stimulation was turned off. It wasn¿t currently happening; it stopped after she stopped everything around august. The problems with shocking/electrocuting feelings started a couple months after implant but before june. She reported that her hcp said it was a common feeling for people with a stimulator to feel, and it could be her nerves and muscles. It was stated that the ins needed to be removed because it didn¿t¿ work for her and gave her more pain than helping since implant. The patient had met with the rep. Multiple times for recalibrating and to see if different settings would work but it didn¿t. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).